Event description:
While in use on a patient, the stapler fell appart completely and all the staples fell on the wound. The staples were removed by the surgeon.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation.

Manufacturer narrative:
(B)(4), per DHR the product visistat 35w 6/box lot # 73a2200157 was manufactured on 01/04/2022 a total of (B)(4) pieces. Lot was released on 01/25/2022. DHR investigation did not show issues related to complaint. The customer returned one unit of 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and w ithout magnification. Visual examination of the returned sample revealed that the trigger was loose, and the pawl was out of place. The rail and bottom were detached from the cover block. The staples and pusher were not returned. It appears that the bottom was not properly welded onto the cover block, which would cause the staples and pusher to fall out of the stapler. A nonconformance was opened by the manufacturing site to address this issue. Evidence of use in the form of biological material was observed on the returned sample. It appears that the bottom was not properly welded to the cover block, which allowed the staples to fall out from the stapler. A nonconformance was been opened by the manufacturing site to address this issue. The reported complaint of "detached - staple feed assembly" was confirmed based on the returned sample. The stapler was returned with the bottom detached from the cover block. It appears that the bottom was not properly welded to the cover block, which allowed the staples to fall out from the stapler. A nonconformance was opened by the manufacturing site to address this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
While in use on a patient, the stapler fell apart completely and all the staples fell on the wound. The staples were removed by the surgeon.